Event description:
Customer reported having issues with batteries and during troubleshooting the display went blank. Customer inserted a new battery and the display went blank and would not turn back on. Customer's blood glucose was unknown. No physical damage on the device. The device had been dropped while at work. Device was not exposed to moisture. Battery compartment, battery cap, and springs were not damaged, missing, nor corroded. Inserted a new battery and display did not return. Cleaned battery contacts and display returned. Self test was performed and device passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.